Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient received an ¿urgent low glucose¿ alert from the device. The patient was treated with a rapid-acting carbohydrate, and blood glucose levels were monitored. On (B)(6) 2025, the patient underwent a full supply change with assistance from a caregiver. Following the supply change, insulin delivery resumed. Reported blood glucose levels were 339 mg/dl during the initial follow-up and decreased to 190 mg/dl later that day.